Manufacturer narrative:
This device is import for expoert, as such a 510k number is not available. The device was checked and no defect was observed.

Event description:
The event reported on (B)(6) 2020 involving pentax endoscope model epk-i7000 and serial number unknown with the description of the patient had abdominal pain and discomfort without obvious cause or inducement 3 days ago, mainly the upper abdomen, accompanied by melena, nausea, and vomiting. The vomit was stomach contents and part of the coffee-colored liquid. It was performed on (B)(6) 2020. After the incarceration is removed under the endoscope, the foreign body is taken out through the oral cavity, and the removal under the microscope shows: gastric mucosal injury, consider gastric perforation. And is FDA reportable within 30 days. No report of device failure reported. Although the involved endoscope was not likely the cause of the injury, a serious injury was reported for this event.